Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (charger won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power brick connector. The root cause for the damaged power supply connector was excessive force. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to power on.